Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure in a total knee replacement procedure, the thread of the suture broke. They replaced the device with a new strand to complete the case. There was no patient injury.